Event description:
It was reported that the patient presented in clinic for a follow up. Clinic transfer note and electrogram review indicated that the pacemaker and right ventricular (rv) lead exhibited noise oversensing resulting in inappropriate high ventricular rate episodes and noise reversions. The pacemaker was explanted and replaced on (B)(6) 2026 while the status of the rv lead is not known. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Clinic transfer note and electrogram review indicated that the right ventricular (rv) lead exhibited noise oversensing resulting in inappropriate high ventricular rate episodes and noise reversions. No programming changes were made; the rv lead remained implanted. The patient was in stable condition.

Manufacturer narrative:
Correction section b5 - the correct event description should have been "it was reported that the patient presented in clinic for a follow up. Clinic transfer note and electrogram review indicated that the right ventricular (rv) lead exhibited noise oversensing resulting in inappropriate high ventricular rate episodes and noise reversions. No programming changes were made; the rv lead remained implanted. The patient was in stable condition." Rather than "it was reported that the patient presented in clinic for a follow up. Clinic transfer note and electrogram review indicated that the pacemaker and right ventricular (rv) lead exhibited noise oversensing resulting in inappropriate high ventricular rate episodes and noise reversions. The pacemaker was explanted and replaced on (B)(6) 2026, while the status of the rv lead is not known. The patient was in stable condition."